Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via medwatch (B)(4). (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that during a procedure, the articular surface would not seat properly. The surgeon noted that the underside of the device was damaged.